Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During the visual evaluation of the device, four areas of missing material were observed. Missing material 1 on the anterior view and measuring 3.8 cm x 3.2 cm, missing material 2 on the anterior view and measuring 4.5 cm x 2.5 cm, missing material 3 on the posterior view and measuring 2.5 cm x 2.5 cm and missing material 4 on the posterior view and measuring 3.2 cm x 1.5 cm. Microscopic examination was performed on the edges of the areas of missing material, and parallel striations were found in an area of the four tears, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tears could not be identified. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 425cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s right breast prosthesis was diagnosed by a physical exam. As a result, the patient underwent bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2020. The mentor product analysis lab received two mentor smooth round moderate plus profile 425cc saline breast prostheses and it could not be determined which one is the patient¿s right breast prosthesis. Mentor analyzed both devices and discovered that both are deflated on (B)(6) 2020. This medwatch report is for the patient¿s left (contralateral) breast prosthesis.